Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Without the physical sample, fourier transform infrared spectroscopy (ftir) could not be conducted to determine the nature of the foreign material. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# 1329944. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported before use the bd vacutainer® flashback blood collection needle had foreign matter on device cannula /needle or any fluid. The following information was provided by the initial reporter: the customer found 1ea fbn has fm on the IV cannula.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA # (B)(4).

Event description:
It was reported before use the bd vacutainer® flashback blood collection needle had foreign matter on device cannula /needle or any fluid. The following information was provided by the initial reporter: the customer found 1ea fbn has fm on the IV cannula.